Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: july 23, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint device revealed that the complaint device was received with the plunger rod advanced. Viscoelastic residue was identified through the length of the cartridge. The lens module was inspected and no damage or viscoelastic residue was identified. The device assembly was inspected and no issues were identified. The plunger rod advancement was inspected and no resistance was felt. The lens was received cut in half with one half missing and a haptic removed. The lens was cleaned and the haptic was cut off. The lens presented with damage on the spare tire and cosmetic damage on the body. In addition a video was provided by the customer for evaluation. Review of the video showed that the lens was in fact delivered upside-down into the patient's eye. It appears that the bevel of the cartridge may be up, which is the most likely cause for the lens to be delivered upside down. Review of the edge of the lens where the contact point between the lens and the pushrod were also observed to have no damage or deformation. If the lens had rotated within the cartridge, the pushrod tip would be more than likely to cause some kind of marking or damage to the point of contact with the lens due to how the lens is held in the pushrod tip during lens delivery. Review of the haptics and edges of the lens also showed no markings or damage that would be consistent with incorrect loading of the lens and potential pinching of the lens between the lid and base of the lens module which is the storage component for the lens prior to use. Regarding manufacturing of the device - the loading of the lens at the manufacturing site would not be likely due to the following factors: the haptics of the lens appear to be folded on top of the anterior side of the lens, which would be in-line with how the haptics are supposed to be folded. The haptics would not be folded correctly if the lens had been placed upside-down. The internal geometry of the lens module that stores the lens and is also used for folding of the haptics prior to transfer into the cartridge is specific to the shape of the lens with haptics. If the lens were incorrectly loaded, the lens would be trapped between the lid and base of this component. There is 100% inspection of the position of the lens (including position of the haptics) after assembly of the lens within the lens module. The haptics are included within this inspection and would not have been located in the correct position. The complaint issues "assembly issues" and " delivery issue" were not identified during product. However, the complaint issue "delivery issue" was identified during video evaluation. Based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h6 -health effect - clinical code: 4581: incision enlarged an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded extended depth of focus intraocular lens (iol) came out of the cartridge in the reverse position. The iol position was impossible to be inverted in the patient's eye, so it was implanted as it was. The physician considered that the iol was already installed in the opposite direction during manufacturing. The iol came out with a valley fold instead of a mountain fold and it was turned upside down as it progressed through the cartridge. The trailing haptic was folded over the optic. The bevel at the tip of the cartridge was used with the device down and in the correct orientation. There was no patient injury and no other medical intervention was required. Through follow-up we learned that during surgery the iol was removed and the incision was enlarged, the iol or the equipment touched the eye endothelium. A different iol was implanted. The patient's visual acuity was not stable after the iol replacement. One week after surgery the patient's distance visual acuity was 0.5 on emmetropia combined. No further information was provided.